Manufacturer narrative:
One gold-tite tm hexed uniscrew was returned for inspection. The screw was fractured at the top of the threaded region. The drive feature is worn but functional. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of gold-tite tm hexed uniscrews, it is recommended to torque at 20ncm. Complaint indicates screw fracture. The event was confirmed following inspection. A root cause for the complaint could not be determined. Device available for evaluation: change "no to yes". Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.

Manufacturer narrative:
Device has not been returned to manufacturer.

Event description:
It was reported that the abutment screw fractured. All the broken pieces of the screw were removed from the implant.